Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the patient experienced symptoms including frequent urination, increased thirst, dehydration, vomiting, and generalized illness. At home, the cgm displayed a glucose reading of 178 mg/dl. No fingerstick blood glucose (fsbg) measurement was performed at that time. Due to worsening symptoms, the patient was transported to the emergency room (ER) by her husband. In the ER, an fsbg measurement was obtained, showing 288 mg/dl, while the cgm simultaneously displayed 188 mg/dl, demonstrating a discrepancy of approximately 100 mg/dl. She was treated with intravenous (IV) fluids and initiated on an insulin drip. The patient was admitted to the intensive care unit (ICU) and diagnosed with diabetic ketoacidosis (dka). During hospitalization, the patient¿s omnipod pump and dexcom sensor were removed. The patient remained hospitalized for three days and discharged on (B)(6) 2026. At discharge, the patient reported feeling improved, with blood glucose levels within the normal range, although no specific cgm or fsbg values were provided at that time. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.